Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair procedure using two(2) fast-fix 360, the t2 implant of each device deployed prematurely after the deploy of t1. The procedure was completed with a non significant delay using a smith and nephew back up device after the removal of the implants. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair procedure using two (2) fast-fix 360, the t2 implant of each device deployed prematurely after the deploy of t1. The procedure was completed with a non significant delay using a smith and nephew back up device after the removal of the implants. No further complications were reported.

Event description:
It was reported that, during a meniscus repair procedure using two (2) fast-fix 360, the t2 implant of each device deployed prematurely after the deploy of t1. The procedure was completed with a non significant delay using a smith and nephew back up device after the removal of the implants. No further complications were reported. As per investigation results, a bent needle was found.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material deformation. A visual evaluation was done. Device 1: the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. Device 2: the needle overmold assembly was bent. The suture and both anchors were returned detached from the device. The actuator tip was at the top of the deployment channel. The depth limiter button was not in the default position. A functional evaluation was done. Device 1: the actuator tip functioned as designed. Device 2: the deployment slider felt detached from the actuator tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaints were confirmed and the root cause was associated with unintended use of the devices. Factors that may have contributed to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.